Event description:
It was reported that they were 'unable to verify unstable air sensor' and there is a peeled off downstream occlusion seal and scratched lens. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. The visual inspection found the downstream occlusion seal and air sensor were not mounted with the sealer. The seals were resealed.